Event description:
Twenty-five week preemie in respiratory distress being resuscitated in l and d requiring intubation. Infant intubated with 25 mm tube set. Dr pulled stylet out of ett tube, plastic surrounding tube was missing. A 5 cm piece of plastic was left inside ett which was in infant. Tube pulled out of infant. Infant reintubated with another tube without complications.